Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that last night the patient called two times due to scale reading error. Patient has a regular fill volume of 2,000 ml. The nurse stated that the cycler was making very loud vibrating noise all throughout the treatment that she has not heard before. Upon further follow up with the nurse, it was confirmed that the patient was fluid overloaded. The issue was resolved with the replacement cycler received on (B)(6) 2018. The patient is continuing with peritoneal dialysis therapy. The patient's birthday is (B)(6).

Event description:
A peritoneal dialysis nurse reported that last night the patient called two times due to scale reading error. Patient has a regular fill volume of 2,000 ml. The nurse stated that the cycler was making very loud vibrating noise all throughout the treatment that she has not heard before. The patient's treatment on the day of the event was completed using continuous ambulatory peritoneal dialysis. No patient adverse effects were experienced and no medical intervention was required as a result of the incident. Upon further follow up with the nurse, it was confirmed that the patient was fluid overloaded. The issue was resolved with the replacement cycler received on (B)(6) 2018. The patient is continuing with peritoneal dialysis therapy.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. There were no loud or unusual noises or sounds heard during the above testing.